Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed the tip was found bent and the peek housing cracked. No other damage or anomalies where found on the device. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device number 30684826l, and no internal action related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a bent tip and cracked peek housing. The finding was identified on (B)(6) 2022. During the procedure, a force issue occurred. There was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Force issue is not MDR-reportable. Cracked peek housing is MDR-reportable.